Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). The insulin pump was received with cracked reservoir tube lip and missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label.

Event description:
It was reported that the insulin pump was damaged. It was stated that there were cracks by the reservoir. Blood glucose value was unknown at the time of the incident. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.